Event description:
Lead worked intermittently due to migration of lead. Pt was not getting a complete enough stimulation from her dorsel column stimulator. She still was having significant amount of back and hip pain even though it was effectively relieving pain in leg.